Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump, and the issue did not recur. The customer continued to use the pump for insulin therapy.